Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had frozen display. Customer's blood glucose at time of incident was 120 mg/dl. The customer stated that there is no response from any button and time clock didn't change. The customer stated the blank display happened during normal use. The customer inserted new battery and no alarm occurred, buttons not ok. The customer was advised that we sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. No frozen display was noted. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.